Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. System log review: per an isi advanced failure engineer, a system log review cannot be performed, because the system logs are not available at this time. This event is being reported due to the following conclusion: it was reported, that the patient underwent an ion endoluminal lung biopsy procedure. Then developed a pneumothorax which required chest tube placement and hospitalization.

Event description:
It was reported, that the patient underwent an ion endoluminal lung biopsy procedure. Then developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was in the right upper lobe (rul) and about 1.6 centimeters in size. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.